Event description:
The customer reported that the image disappears on the system. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep ran several tests on the system but could not reproduce the problem.